Event description:
The reporter states that the customer obtained blood glucose results of 59 mg/dl and 161 mg/dl on the accu-chek advantage system. The reporter states that the customer obtained an add'l comparison with blood glucose results 161 mg/dl and 62 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 mins. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.